Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that due to incorrect settings, insulin pump delivered 1.5 units of insulin every hour and customer woke up with low blood glucose of 29 mg/dl. Customer declined troubleshooting due to user error.